Manufacturer narrative:
Concomitant medical products: a5dr01, ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further noted that the right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.